Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of reagent in well position g8 and did not give an error message. An ortho field service engineer was dispatched and problem was duplicated. Fse replaced tip clamps and cleaned instrument. No death or serious injury was associated with this event.